Event description:
It was reported that the patient was having difficulty charging the implantable pulse generator (ipg) and required a longer charging period. It was also noted that the patient was charging frequently, yet the ipg was not fully charging. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was kept by the medical facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred at the beginning of this year 2025.

Manufacturer narrative:
Investigation results the ipg was not returned for analysis; therefore, a technical analysis could not be performed. Device history record it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Investigation conclusion based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unable to exclude device problem.

Event description:
It was reported that the patient was having difficulty charging the implantable pulse generator (ipg) and required a longer charging period. It was also noted that the patient was charging frequently, yet the ipg was not fully charging. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was kept by the medical facility.